Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 20 mg/dl. Cause was not known. Reportedly, the customer went to the emergency room and was subsequently hospitalized. Reportedly the customer lost consciousness. Customer was treated with intravenous fluids of sugar water. Treatment resolved the issue and there was no permeant damage. Customer was discharged on (B)(6) 2026. A pump system check was performed, and the pump is functioning as intended. Recommendation was made to consult with a healthcare provider regarding diabetes management.

Manufacturer narrative:
The logs were reviewed and based on the review conducted, there is no evidence that the pump experienced a malfunction or failure. The cause of the low bg could not be determined based on the review conducted.